Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had extreme pain and swelling after changing the infusion set. Customer's blood glucose level was 500 mg/dl. Customer stated that the belt clip broke and the battery meter fluctuates from full to one bar. Customer was advised that the pump conducts several tests throughout the day and when the pump is going through the testing, the battery indicator may be reduced and will return when tests are completed. Customer stated that sometimes the set does not go in when the serter is used. Customer reported that the pump has a scratch on the screen but it does not affect the reading of the display. Customer was assisted with turning off the sensor feature and was advised to monitor the pump. No additional information provided.